Event description:
Information was received indicating that this cadd extension set was leaking. There was no patient injury due to the reported event.

Manufacturer narrative:
Twelve cadd extension set were returned for analysis from same lot number. The samples were received in new conditions and with their original unopened packaging. Visual inspection found no discrepancies. Functional testing identified no leaking. Customer stated issue could not be confirmed and was not duplicated. Problem source could not be identified.